Event description:
During the atrial fibrillation ablation procedure, a blood leak occurred. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. After inserting the sheath into the heart chamber and inserting the non-abbott device (boston scientific rf needle) into the dilator to perform septal puncture, the needle and dilator were removed, and it was noted that blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.